Manufacturer narrative:
Taper ii medwatch sent to FDA on 05/27/2016. Further information has been requested of the initial reporter regarding the implant date. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted the port taper tubing to be discolored, and it was observed to be yellowish in color. Brown particles were observed on the port housing. Of the port hole was damaged, with pulled material present. Scratches/non-penetrating nicks were noted on the port septum. Fluid was observed in the septum. A leak test was performed, and the port was leaking from the base. A fill inspection test was performed, and no blockage or resistance to flow was noted. Under microscopic analysis needle marks were observed in the port septum. Device labeling addresses possible outcome of port leak as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to "port had a leak." The patient had their lap-band port removed and replaced.